Manufacturer narrative:
(B)(4).

Event description:
It was reported the PICC was placed on 23-sep, and on 14-feb, the extension line was leaking. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and two relevant findings were identified. For material c-15802-037a, lots 13c20k1851 and 13c20j2157, two non-conformances were initiated in regards to extension lines leaking during use. The instructions for use (IFU) provided with this kit warns the user, "warning: do not clamp extension line when placement wire is in catheter to reduce risk of placement wire kinking. Warning: do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the PICC was placed on 23-sep, and on 14-feb, the extension line was leaking. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.